Manufacturer narrative:
The agent reported, patient had the baseplate become loose. The inferior screw 5.x.22 was loose. Doctor removed the existing glenoid components and used stryker to replace. Doctor also removed the 32-poly liner and put in a 36 neutral small shell to replace. Male 79 complaint has been evaluated and is similar to report number: 1644408-2019-00725; 508-32-204. S810 - device loosening, revision surgery. If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.

Event description:
Revision surgery due to loosening.